Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient needs an MRI because they had a fall and hit their head, which results in a grand mal seizure. The MRI was not related to the dbs or parkinsons, however, the patient has not been themselves since it happened. The patient has been to the emergency room twice since the fall. No further complications were reported as a result of this event.